Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 498 mg/dl. The customer declined troubleshooting for high blood glucose level. Customer did not experience any symptoms related to high blood glucose level. Insulin delivery was suspended due to sensor glucose versus blood glucose value difference. The sensor glucose value that triggered the suspend event was not known and could not find the alarm history. Threshold suspend limit in sensor settings was 60. The customer was treated with insulin for high blood glucose level. The device will not be returned for analysis.